Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 98 mg/dl. The customer stated that he had gotten his shorts damp while on vacation, but he did not know whether this was related to the issue. He stated that the insulin pump had an act button that did not work, and he was unable to clear the alarm using the esc and act buttons. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.